Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer's mother reports that customer had high blood glucose of 550 mg/dl, which was treated with manual injection. Customer's mother also reports no delivery alarm. Customer declined troubleshooting and requested for insulin pump to be replaced. No further information provided.